Event description:
It was reported the insulin pump was having low battery life. It was also reported the customer was hospitalized for high blood glucose levels. No further info available.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.